Manufacturer narrative:
During investigation at zoll, the returned autopulse platform (sn: 10910) failed functional testing and displayed a user advisory (ua) 02 (compression tracking error) error message within 2 minutes of performing compressions. The root cause of the observed ua02 error was the defective load cell 2. The damaged covers and defective load cell were likely attributed to mishandling such as a drop. Visual inspection of the returned platform was performed. The front and bottom enclosures were observed to be scratched, cracked, and chipped/broken. The physical damages could be the result of normal wear and tear and/or due to user mishandling. The autopulse platform was manufactured on december 2004 and is 16 years old, well beyond the expected service life of 5 years. The front and bottom enclosures need to be replaced to address the observed physical damages. During further visual inspection, it was noted that the battery partition cover was missing. In addition, the top cover was observed to be cracked and damaged with a broken yellow gasket. Furthermore, it was noted that the head restraint bracket was completely broken off. The broken head restraint bracket does not render the autopulse platform non-functional. The user could have been lifting the platform by holding the head restraints, which resulted in the head restraint bracket to become detached from the platform. The observed physical damages were appeared to be the characteristics of harsh impact as a result of user mishandling. The top cover along with the patient head restraint assembly was last replaced in 2015. No documented report was found showing that regular preventative maintenance (pm) was performed for the autopulse platform. All the damaged and missing parts need to be replaced to address the issues. During functional testing, the autopulse platform displayed a ua02 error message within 2 minutes of performing compressions. The root cause of the observed error message was the defective load cell 2, which needs to be replaced to address the fault. A review of the autopulse platform archive could not be performed because the recorded date and time in the archive were corrupted, unrelated to the observed ua02 error message. The root cause of the observed issue was the defective processor board, likely as a result of normal wear and tear of the platform. The processor board needs to be replaced to remedy the fault. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced the end of life for the autopulse 1.1. Many important components used in ap1.1 are no longer available further restricting our ability to service. The autopulse platform will be scrapped. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number: (B)(4).

Event description:
During device evaluation and servicing of the autopulse platform (sn: (B)(4)), the platform failed functional testing and displayed user advisory (ua) 02 (compression tracking error) error message. No patient involvement.